Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator could not be interrogated. It was also noted that during a merlin.net transmission on (B)(6) 2016, signs of ventricular noise was marked with pacing inhibition. After a firmware download, the device resumed normal function. The device had migrated under the patient's armpit. The patient was fine throughout the proceedings and would be followed normally.